Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that there is a speaker error. The device was reported to be in clinical use. No adverse event to the patient or user was reported. Additional information was requested during the investigation; however, it remained unknown whether the device produced audible sound at the time of the event.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporter phone #: (B)(6). Analysis was performed by onsite service personnel who confirmed the presence of a speaker error. The results of the analysis determined that both the speaker and the mainboard required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker and mainboard. The issue was resolved by replacing the speaker and mainboard, and the device was subsequently returned to service.